Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set's tubing got detached while the patient was changing the set. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
On 15-dec-2021: follow up information was submitted to update the awareness date. Moreover, the result of the (complaint investigation) of returned unused devices (10 sets) showed that visual inspection and static pull tests were found within specifications. Based on the result: medical device problem code, component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient's infusion set's tubing got detached while the patient was changing the set. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.